Manufacturer narrative:
Investigation summary: the product was not returned. High purge pressure/purge system blocked: as per clinical purge pressure high alarms reported on 10/01/25. All other troubleshooting info are unknown. The data logs were reviewed and several occurrences of high purge pressure/purge system blocked alarms on 10/1 & 10/02 were found. Logs indicated gradual rise of purge pressure for around 28 mins from 600 to 1100 mmhg. No mc spikes observed, but mc variation with rise in pump flows seen. Pp gradually decrease from 1100 to 800 mmhg for over ~12 hours and continuously purging at 800 mmhg pressure and purge flows ~3 m/hr (from < 1 ml/hr) for next ~31hours. This trend seems to be biomaterial buildup trend. The cause of high purge pressure/purge system blocked issue was due to biomaterial buildup based on log analysis. Device history lot: device lot: 1929996 device history review: the pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock¿and with low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient had triple cardiac bypass grafting procedure, and when separating from the cardiac bypass, the patient¿s requirements for inotrope and vasopressor significantly increased. To hemodynamically support the patient, an impella 5.5 was implanted. On the second day of impella support, it was reported that the pump had alarms for high purge pressure and purge system blocked. The medical team decided to switch the purge solution to tissue plasminogen activator, which resolved the alarms. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.